Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a procedure. It was reported that the site's navigation system was unable to see the trackers on the imaging system for the site to take a navigated spin. The site confirmed there was no obstruction between the imaging system and the camera. There were green led on both sides of the imaging system under the trackers. The issue was resolved when the site was instructed to reboot the imaging system and then the trackers were visible. It is unknown if there was any delay to the procedure and if there were any impact on patient outcome.

Event description:
The procedure: the issue occurred in was spinal fusion. The delay in surgery was 15 minutes. The system was rebooted and was able to use navigation.

Manufacturer narrative:
Patient demographics updated to proper values. Updated procedure type and delay to surgery. If information is provided in the future, a supplemental report will be issued.